Manufacturer narrative:
Additional information is provided in sections d.10, h.3, h.6 and h.10. A forceps sample was received in opened original packaging with the cover foil. The sample showed surgery residuals. The device history record for the affected lot was reviewed by the manufacturer. No abnormalities that could have contributed to this event were found and the product was released according to acceptance criteria. The sample was visually inspected with the aid of a photomicroscope with various magnifications. The forceps showed surgery residuals. After cleaning, it was found that the tube is loose which blocks the forceps from activating. The customer¿s complaint was confirmed. It cannot be excluded that the metal tube loosened and therefore, a proper activation was no longer possible. This kind of damage was already detected and investigated. The root cause could not be identified conclusively, but the most likely root cause can be determined to be an improperly performed bonding procedure. Data will continue to be monitored for evidence of trending. No additional action is warranted at this time. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
A sample is available that has not yet been received at manufacturing for evaluation. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A physician reported that an ophthalmic forceps device presented no operational problems prior to patient contact, but immediately stopped working and became inoperable when inserted into the patient's eye during vitrectomy surgery. An alternate forceps was obtained in order to perform the procedure. There was no harm to the patient.